Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent an emergent surgical repair of a thoracic aortic dissection. First, aortic arch replacement surgery with 'elephant trunk' procedure was performed. A conformable gore tag thoracic endoprosthesis was then advanced antegrade and implanted just distal to the anastomosis site. The proximal end of the tag device was then sewn into the distal end of the surgical graft. Reportedly, the distal end of the tag device landed within the mid-descending thoracic aortic with good circumferential device apposition to the aortic wall. No device issues were reported and the patient tolerated the procedure. Later that same day it was reported the patient expired. Cause of death is unknown and an autopsy has not been performed. Reportedly, the physician stated that a fenestration distal to the tag device may have resulted in continued false lumen perfusion.